Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events were failure to capture and helix mechanism issue. A complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection found the outer insulation twisted throughout entire lead body. X-ray examination found the inner coil severely over-torqued at the connector region with two filar of the inner coil broken/separated consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors due to the inner coil being severely over-torqued at the connector region. All damage found on returned lead is consistent occurring at the time of procedural. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with dried blood. After cutting the lead, cleaning the distal portion of the lead, and by applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. The cause of helix mechanism issue was isolated to dried blood in the helix region, blood on the inner coil, and over-torqued of the inner coil.